Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department with a note that stated, "machine not operational." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility two s321 (motor error-pmc, left) malfunction alarm codes were found in the device history. No additional information was provided.

Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.